Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "plastic fm is on the needle tip." 3 occurrences were reported.

Event description:
It was reported that foreign matter was found before use with a syringe 1.0ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "plastic fm is on the needle tip." 3 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary: samples were received, and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Visual inspection of the syringes found one of the syringes with a piece of material on the cannula shaft. Spectral analysis determined that it was most likely polypropylene mixed with silicone. Fm was not observed on the other two syringes. Process summary: this operation assembles the cannula into the barrel tip and applies adhesive to hold the cannula in the barrel tip. The racks of cannulated barrels then travel through an oven which uses ir light to facilitate adhesive run down and ultraviolet light to cure the adhesive that bonds the cannula to the barrel tip. The racks then continue to a machine that inspects for missing cannula, cannula height, point quality, zero-line placement, and uv adhesive. It also supplies lube to the cannula, features two lumen blows, assembles the shield to the barrel/cannula assembly, and detects for missing shields. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. No root cause can be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.